Manufacturer narrative:
One opened phaco tip in a wrench within a bag was received. The phaco tip was visually inspected and deemed to be conforming, there was wear on the threads and back of flange consistent with threading on a handpiece. A functional test was performed to check the threads and was deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of a oscillation failure with the tip. The returned sample was found to be conforming for all visual and functional testing associated with the reported event, therefore a oscillation failure issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a us (ultrasound) oscillation failure occurred due to loosening despite tightening us tip during a surgery. The surgery type was unknown. The surgery was completed after replacing the product with another one. There was no patient harm.